Manufacturer narrative:
Additional information indicated that the package was never opened. All the packaging (tray, box, labels), as well as the catheter, and the foreign material are no longer available. The material observed in the device was loose in packaging. The device was not used on the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31763592m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster cs and before opening the catheter for the procedure, there was approximately 8mm length, with a diameter of a thread, inside the plastic tray of the unopened package. They opened another catheter and the case continued. No adverse patient consequence was reported.